Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the epicardial right ventricular (rv) lead was fractured, had impedance of greater than 9999 ohms, and there was no capture. It was noted there were two other epicardial leads in the system so the rv lead was reprogrammed, remains in use, and will be monitored. No patient complications have been reported as a result of this event.